Manufacturer narrative:
The patient had a bilateral above the knee amputation (aka) in 2011.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The procedure was right lower extremity angio via left common femoral access. Atherectomy was performed and their was no evidence of bleeding or hematoma at the conclusion of the procedure. A dressing was applied and the patient was taken to recovery in stable condition. The procedure ended at 10:30 am and a code blue was called at 1:45pm. The patient expired. Information from the site indicates the patient may have expired from cardiopulmonary arrest.